Event description:
During follow-up, undersensing and impedance issues were noted on the right ventricular lead. An increase in threshold and impedance issues were also noted on the right atrial lead. Both leads were explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
Additional information: the reported events of variation impedance and under sensing were confirmed. As received, only the connector portion was returned in one piece for analysis. Electrical tests found an internal short. Further testing found the cause of the internal short was due to an insulation abrasion breaching the right ventricular lumen to the inner coil lumen proximal to the suture sleeve tie down impression. The right ventricular cable etfe cable coating and inner coil ptfe liner were abraded. The cause of the reported events was due external force.

Event description:
Damage was observed on the leads during explant.